Event description:
I had total hysterectomy with bilateral salpingectomy to remove essure implants due to pervasive pelvic and back pain lasting about 2 weeks a month. Very heavy bleeding during periods, spotting between periods, pani with intercourse, and 20 to 24 day cycles (a change from 28 day cycles before essure). I also experienced depression, anxiety, heart palpitations, and extreme fatigue.